Event description:
Upon rn walking in pt room, noted total parenteral nutrition (tpn) tubing on the floor. Hyperalimentation (hal) tubing had become disconnected from the lipids at the y site. Lipid tubing still intact. General surgery notified and ordered appropriate IV fluids to start. Hal tubing saved and given to unit director.